Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge despite the user placing it on the charging pad for several hours, confirming the power cord was plugged into the wall and secured to the charging pad, verifying the screen orientation, and trying a second outlet; the charging pad¿s green indicator light did not blink or turn on, consistent with a charger malfunction, and the affected component was the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a fracture-type problem associated with the charger consistent with a component-related failure of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.